Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a part replacement (syringe) was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The architect system operations manual addresses sample result observed problems and troubleshooting for erratic/discrepant results. A review of the architect clinical chemistry platform and the associated replaced part tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no systemic issue or deficiency was identified.

Event description:
The customer reported a falsely elevated chloride result generated on the architect c16000 analyzer on a patient. Results provided: chloride = 122.7 /107.7 mmol/l (reference range: 99-110 mmol/l) no impact to patient management was reported.